Event description:
The customer's mother reported that her daughter was hospitalized for high blood glucose levels. The doctor believe the pump is not administering insulin to the customer. No additional information provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.